Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Unit passed the self-test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. P-cap locks properly into the reservoir compartment. Unit successfully downloaded to thump for history files and traces. Pump error 37 occurred on 03/06/2024 08:49 in history files and traces. Pump was cut to perform visual inspection found no physical or moisture damage on the pcba 1. In addition, there is evidence of physical damage on the motor traces. Unable to perform motor test due to damage on the motor traces. The following were noted during visual inspection: cracked case, scratched case, cracked keypad overlay, cracked case (battery tube), pillowing keypad overlay. Cosmetic damage is confirmed at the battery compartment. Pump error 37 is confirmed due to occurring during testing and due to motor anomaly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received by medtronic indicated that the customer noticed crack on back of pump by battery side. Troubleshooting was performed. Customer stated that the insulin pump was not dropped/bumped. The customer confirmed that there was damage of out-of-box and no damage to retainer ring. No harm requiring medical intervention was reported. The customer discontinued the use of the insulin pump, and the device was returned for analysis.